Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella cp with smartassist for use during cardiogenic shock and high-risk pci instructions for use for the related event are as follows: section: warnings, cautions and precautions: warnings: ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿ understanding and managing impella catheter position alarms: ¿if the impella catheter is completely out of the ventricle, do not attempt to reposition the catheter across the valve without a guidewire.¿ correct impella catheter position: ¿for optimal positioning of the impella catheter, the inlet area of the catheter should be 3.5 cm below the aortic valve annulus and well away from papillary muscle and subannular structures. The outlet area should be well above the aortic valve.¿

Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. While on support, the impella was positioned in the mitral. Attempts were made to reposition to no avail. The pump was explanted and replaced with an intra-aortic balloon pump (iabp).

Manufacturer narrative:
The investigation of positioning issues and product damage (guidewire damage - great vessel) has been completed. The impella device was not returned for evaluation. Positioning issues: data logs were reviewed and there were no positioning alarms, specifically position in ventricle. Product wasn't returned for investigation. Since insufficient clinical details were provided regarding what made it difficult to position the pump and product wasn't returned for investigation, the root cause of the positioning issues could not be determined. Product damage (guidewire): while trimming sutures, the 0.018" guidewire was mistakenly cut. It was replaced with a new one and the impella was then able to be advanced into the lv. Product was not returned for investigation. Though product was not returned for investigation, it can be concluded that the most likely cause of the product damage was a use issue based on the clinical details provided that the guidewire was mistakenly cut while trimming sutures.